Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 minutes following the successful implant of this transcatheter bioprosthetic valve, hypotension 10-15 mmhg lower than baseline was noted. Echocardiogram showed a ventricular septal defect (vsd), the pattern of which was consistent with necrosis of a portion of the septum. Cardiopulmonary resuscitation (CPR) was initiated along with peripheral bypass support. A pericardial effusion was noted and was drained. An attempt was made to close the vsd but was unsuccessful. The patient was then brought to surgery and surgical repair of the vsd was performed, however, the patient did not survive the surgery. The surgeon stated the valve was not considered to be a contributor to the vsd or subsequent patient death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.